Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01406 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd synapsys¿ that the ascension number mismatch. The following information was provided by the initial reporter: syn: ascension number mismatch.

Event description:
It was reported that while using the bd synapsys¿ that the ascension number mismatch. The following information was provided by the initial reporter: syn: ascension number mismatch.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.